Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing due to post-paced t-wave oversensing (pptwos) on the patient's implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient condition was stable before, during, and afterwards.

Manufacturer narrative:
H6: health effect - impact code changed from no health consequences or impact to unexpected medical intervention.